Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Additionally, the contact performed the fill tubing sequence multiples times, in order for the pump to register the correct amount of insulin in the cartridge. The customer successfully reloaded the cartridge and insulin delivery was resumed. Blood glucose was 300 mg/dl.